Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had delivery anomaly. Customer's blood glucose at time of incident was 56 mg/dl. Customer stated the pump possibly is over delivering insulin. Customer thinks that there is a delivery anomaly due to the low blood glucose while connected to his pump. After the troubleshooting was done customer was advised that the accuracy of programming is all good. The customer reported via phone call that they had low blood glucose but not hospitalized. Customer's blood glucose at time of incident was 56 mg/dl. The customer was treated with peanut butter crackers and later with (B)(6).